Manufacturer narrative:
Additional information: d9, h3, h4, h6, and h10. H10: two (2) devices were received for evaluation along with a photograph of the sample. Visual inspection of the actual samples revealed no particulate matter observed inside the fluid pathway of both containers. During magnified visual inspection of the provided blurry photographic sample, a white polymeric appearing particle was observed. Fill port caps were removed with no issue of connector or cap areas. The reported condition was verified in the photograph but not in the actual samples. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter contamination on the bags. This occurred during visual inspection prior to patient use. There was no patient involvement. No additional information is available.